Event description:
It was reported that the distal lumen hub broke. There were no patient complications reported.

Manufacturer narrative:
The device was discarded at the hospital. Therefore the hub break could not be confirmed. However, this issue is similar to another complaint unit that is going be returned for evaluation. Reference medwatch no. 2015691-2012-18257 lot number was not provided, therefore review of the manufacturing records could not be completed.